Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure using an indigo system aspiration catheter 6 (cat6). During the procedure, the tip of the cat6 became kinked as the physician attempted to advance the cat6 into a non-penumbra sheath. The cat6 was therefore removed, and the procedure was completed using a new cat6 and the same sheath. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the cat6 was kinked approximately 108.0, 126.0, 127.5 through 128.5 and 132.5 cm from the hub. The cat6 was ovalized in multiple locations along the length of the catheter shaft. Conclusions: evaluation of the returned cat6 confirmed that the catheter was kinked. If the peel-able sheath supplied by penumbra and packaged with the cat6 is not used during insertion into the parent device, damage such as a kink may occur. The non-penumbra sheath was not returned to penumbra for evaluation. Further evaluation of the returned cat6 revealed that the catheter was ovalized in multiple locations along its length. This ovalization was likely incidental to the reported issue and may have occurred while packaging the device for return to penumbra. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.